Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Additional 510(k)#s that also apply to this complaint: k160533 and k161523.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system catd aspiration catheter (catd) and non-penumbra introducer sheath. During the procedure, while attempting to insert the catd into the introducer sheath using a peel away sheath, the physician experienced resistance and subsequently, the tip of the catd kinked. Therefore, the catd was removed. The procedure was completed using an indigo system aspiration catheter 8 (cat8) and the same introducer sheath. There was no report of an adverse effect to the patient.